Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient implanted for cervical radiculopathy. It was reported that the patient¿s device was at eos (end of service). It was noted that the device was off and no longer providing therapy. The caller noted that in 2017, the patient tried turning stimulation on, but it would not come on, and a message appeared on the programmer. However, the caller could not recall the message. The caller mentioned that they saw the eos message on (B)(6) 2017. The patient was to contact their managing healthcare provider to schedule a replacement surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.